Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a caesarean section procedure, the suture thread broke in the middle. The patient went back to theatre to close the sheath again. This resulted to extended surgical time of more than 30 minutes and extended patient hospitalization of four days.